Manufacturer narrative:
The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the connector was separated from the fiber body. Visual inspection of the fiber tip identified no anomalies. There was no anomaly identified on the connector. The console displayed a message that read: treatments used: 0, treatments left: 1. Based on analysis results and information available, it is likely that procedural handling of the device during set-up and/or use contributed to the fiber body break thus leading to the reported clinical observation. The device instructions for use states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room.

Event description:
It was reported that, during preparation for a procedure, the fiber connector was identified to be loose when connected and could not be used for the procedure. The procedure was completed with another device. There were no patient complications. Analysis of the returned fiber identified a fiber break.